Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation revision with an unknown mentor textured silicone breast implant has experienced left-sided capsular contracture unknown grade postoperatively. The report indicated that the left side started to get hard a couple years ago, was not bothering patient at that time, she only noticed due to shape being different from the right side, led to pain that led to visit with physician, nipple is caving in - patient never had this issue even with all other issues of previous implants. The mammogram examination confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Note: patient had other events which will be reported accordingly.